Event description:
This case was cross referred with cases: (B)(4) (cluster). Based on the information received on 23-jan-2018 the case became serious due to addition of an important medical event of device malfunction. This unsolicited case from united states was received on (B)(4) 2017 from physician. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and later after unknown latency had swelling, pain and discomfort, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. Concomitant medication included: tramadol hydrochloride (tramadol). Patient had a history of rheumatoid arthritis, tonsillectomy and total knee replacement. Patient was allergic to penicillin. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (lot number 7rsl021 and expiration date: may- 2020) for knee osteoarthritis bilaterally. On an unknown date in 2017, unknown latency after receiving synvisc one injection, patient had swelling, pain and discomfort. Corrective treatment: tramadol hydrochloride (tramadol) for pain; not reported for all other events outcome: recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Additional information was received on 23-jan-2018 from the physician. Onset age added. Event of device malfunction added. Medical history and concomitant medications were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 5-feb-2018. This case concerns a patient who has received synvisc one injection from the recalled lot and later ha pain, swelling and discomfort. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.